Manufacturer narrative:
The event occurred at (B)(6) university in (B)(6). (B)(4). Approximate age of device: 1 day. A correlation between the device and the reported event could not be conclusively determined. Bleeding, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient experienced a right subdural hemorrhage. The treatment included unspecified surgical treatment. No further information was provided.